Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an under infusion during therapy. The volume to be infused was 1000ml of a 1l normal saline bolus. A hour later the pump displayed 'infusion complete' with 500ml remaining in the bag. The tubing was taken out and reinserted and the infusion was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "no movement of fluid" was not reproduced. Device was tested for flow accuracy and found to deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.